Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient's pump was flipped. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The patient was scheduled for surgery on (B)(6) 2018. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative indicated that the patient's pump had flipped on an unknown date. It was reported that during a refill and personal therapy manager (ptm) activation visit the healthcare provider (hcp) was unable to pair the ptm to the pump. The healthcare provider (hcp) flipped the pump back over and pairing was successful. It was noted that the patient's body shape contributed to the flipped pump issue. The issue was reported to be resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.